Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3 and h6. As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came out with the device preventing proper hemostasis. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The vcd was used in a trans-arterial chemoembolization using a retrograde approach. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use. The deployer was mynx certified. The vcd was used with a non-cordis 5f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The user shuttled down completely. There was no resistance shuttling down, there was no unusual force applied when retracting the sheath. The advancer tube was visible. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The advancer tube was deployed on the catheter shaft, properly engaged to proximal tamp lock, and the sealant was observed to have been exposed to blood, covering the whole atraumatic tip as received. The condition of the returned device indicates an incomplete removal of the device. The returned device was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. The procedural sheath was not returned with the device. Visual inspection at high magnification showed that the sealant was exposed to blood, covering the whole atraumatic tip as received. A product history record (phr) review of lot f2229806 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant dislodged¿ was confirmed through analysis of the returned device. The exact cause of the issue reported could not be determined. However, based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the instructions for use (IFU) since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube being engaged to the proximal tamp lock. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229806 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came out with the device preventing proper hemostasis. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The vcd was used in a trans-arterial chemoembolization using a retrograde approach. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use. The deployer was mynx certified. The vcd was used with a non-cordis 5f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The user shuttled down completely. There was no resistance shuttling down, no was there unusual force applied when retracting the sheath. The advancer tube was visible. The device will be returned for analysis.